Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received emergency medical attention due to low blood glucose of 23mg/dl and received intravenous treatment. Customer complained about the bolus doses on his insulin pump not being accurate because he noticed his blood glucose levels had not been stable and had to frequently adjust them. Customer stated that the low blood glucose incident was caused by trying to treat his high blood glucose and over delivered insulin. Current blood glucose reading is 120mg/dl. Nothing further reported.